Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the upper buttocks on (B)(6) 2023. On 12/06/2023, it was reported that the patient¿s cgm was reading 201 and the patient took an unknown medication along with some carbohydrates. Approximately, 30 minutes later, the patient's cgm was reading 70-90 mg/dl. The patient's mother feels the original cgm reading provided of 201 mg/dl was inaccurate causing the patient to over-medicate and drop very low. At some point, the patient experienced vomiting, loss of consciousness/unresponsive, and a seizure. The patient¿s mother called an ambulance and the patient was transported to the hospital. The patient was treated with 4 IV glucose boluses, 4 bags of IV dextrose, nasal glucagon, anti-nausea medication, and food while in the hospital. While at the hospital, on the of the documented cgm inaccuracies was when the cgm was reading 232 mg/dl and the bg meter was reading 135 mg/dl. The patient was discharged the following day. The patient was in good condition at the time of report. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation found a difference in values that fall within the b zone of the parkes error grid. No additional patient or event information is available.